Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Visual evaluation of the returned sample noted one opened (without original packaging), silicone foley catheter. Visual inspection of the sample noted a jagged and uneven hole (measuring 0.4340 inches) noted 0.7635 inches from the bifurcation over the inflation lumen. This is out of specification per inspection procedure which states, "cuts in lumens are not allowed." Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be, ¿inserts with edges (operator hits the tube against the bottom insert when removing the piece from the mold).¿ the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Pour cleansing solution onto prep balls. 6. Open catheter lubricating jelly. 7. Remove top tray. 8. Open plastic pouch surrounding catheter. 9. Lubricate catheter. 10. Prepare patient with saturated prep balls. (Retain one ball for later use.) 11. Proceed with catheterization in usual manner. To inflate catheter, insert tip of water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water (10cc). 12. Hang the bag near the foot of the bed by using string and/or hook. 13. Use sheeting clip to secure drainage tube to draw sheet. 14. The urine meter may be emptied in two ways: a. To empty into the bag, grasp the bottom of the meter and lift up. To provide better meter drainage, lifting again is recommended. B. To empty urine meter into receptacle, twist green portion of drain valve to the left; to close, twist green portion of the drain valve to the right. 15. To empty bag: a. Remove outlet tube from housing; gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage 16. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe '"stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine was coming from a hole in the catheter. The catheter was removed, the hole was circled with a marker and the patient was catheterized again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that urine was coming from a hole in the catheter. The catheter was removed, the hole was circled with a marker and the patient was catheterized again.